Event description:
A customer reported an issue where the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to plug the pump into a different wall outlet, and to leave the wall adapter plugged into a known working outlet for at least 30 consecutive minutes to see if the pump would begin charging. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.